Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the "units down alarm". Patient involvement is unknown.

Manufacturer narrative:
Other, other text: d4: UDI updated - (B)(4) h6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found no physical damage. During the functional testing, the customer reported problem was verified. The cause of the issue was found to be that the battery positive and negative flaps were flat. The battery flaps were cleaned and pulled out to their original location. The MRI battery, sintered filter, and o rings were replaced. Device was previously serviced in feb 2023 for, dropped/physical damage and is unrelated. Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.